Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances despite reprogramming. The patient underwent a revision procedure wherein the ipg and one lead was replaced.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned lead was analyzed and revealed that all cable were completely broken. With all the available information, boston scientific concludes the reported event was confirmed. There are no exposed cables at the fractured location. It appeared that the lead was exposed to an excessive mechanical force causing the cable fractures right at the anchor point. The probable cause was traced to a component failure. Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090983; product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 375480.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances despite reprogramming. The patient underwent a revision procedure wherein the ipg and one lead was replaced.